Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5036711) in united states on 22-jul-2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced cramp every single day, throbbing in fallopian tubes, headaches, stomach blows up like a balloon, periods are very heavy, moods have changed, depressed and sex life has changed from the pain from these things. Follow-up information was received on 22-sep-2014 from consumer. She has never had any medical issues at all, has always been very healthy and ever since she had essure inserted she had nothing but medical issues and medical bills. Her life has been hell for the past a little over 4 years. She was experiencing pains, abnormal papsmears. She had children and half the time she could not even get out of bed or walk because her stomach had extreme pains all the time, and she ended up at the ER (emergency room) and doctor's office thousands of times. She stated that she could not work anymore due to her tubes feeling like someone was hammering a knife into them while they throb like crazy (previously reported as throbbing in my fallopian tubes). Ptc investigation result was received on 22-oct-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up 27-jan-2015: the required number of follow up attempts have been completed, without response from the consumer. No new information was provided. Case closed. Follow up information received on 05-nov-2015 and result and assessment of the product technical complaint investigation received on 25-nov-2015: case upgraded to incident. This follow up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2318). Consumer reported that she had essure inserted in 2010 and then she have had blood tranfusion due to heavy bleeding that last 4 - 6 months at a time. She had chronic anemia, which meant headaches daily, extreme fatigue and moodiness. She had constant pain in her lower abdomen. She could not play with her kids because she was always sleeping, in pain or in the bathroom. She has not being able to enjoy sex with her husband because the pain was unreal. She was (B)(6) and was sick and tired of being sick and tired. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous non medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her stomach has extreme pains all the time. She experienced heavy bleeding that last for 4-6 months at a time (interpreted as genital bleeding) and have had blood transfusion. She had chronic anemia. Only the event genital bleeding is listed in the reference safety information for essure. These events were considered serious due to medical significance. In this case, it was not reported the duration of chronic anemia, however it could be related to the heavy bleeding. Considering positive temporal relationship, causality can not be excluded. This case was upgraded to incident since an intervention (blood transfusion) was performed. Also, non serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.